Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired on (B)(6) 2014 due to an intracranial bleed. The pt was recently hospital for a pump exchange on (B)(6) 2014 due to hemolysis (reference MFR. Report #2916596-2014-01312) and was discharged on (B)(6) 2014. It was also reported that the patient's inr was approximately 12 at the time of the event

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information was received that the patient was discharged on (B)(6) 2014 after the pump exchange. On (B)(6) 2014, a home health nurse, who was not the patient¿s regular visiting nurse, did a scheduled visit to the patient¿s home. Upon the nurse¿s arrival, the patient was said to be experiencing uncontrollable shivering. Rather than contacting the 24/7 vad emergency number, the information stated that the nurse said the patient should just get some rest and that the patient¿s regular nurse would be there on (B)(6) 2014. On the morning of (B)(6) 2014, the patient¿s regular home health care nurse arrived and immediately took the patient's temperature. A point of care inr was not readable, as it was too high for the machine, so the nurse collected a blood sample to be transported to the lab for immediate results. The nurse contacted the 24/7 vad emergency number, relayed the patient¿s status and was advised to call 911 immediately for transport of the patient to the local ER. Later on (B)(6) 2014, the patient was transported by air ambulance from the local ER to the implant center. Upon arrival, the patient was put on life support/ventilator and an evaluation/treatment began. On (B)(6) 2014, the patient had received numerous bags of fresh frozen plasma to regulate/control the extremely high inr. The information indicated that when the patient¿s mother arrived at the hospital room, a doctor and nurse had tried to wean the patient off of the ventilator and the patient had ¿experienced a hypertensive event¿. The hypertensive event led to significant bleeding on the patient¿s brain and there had not been any brain activity since the event occurred. The medical staff advised that they would follow protocol over the next 48-72 hours to determine if there was a chance of recovery from this significant event. On (B)(6) 2014, the patient was declared dead with the cause of death being septic shock, acute respiratory failure, and massive intracranial hemorrhage non traumatic. The patient was an organ donor, and the organ donor nurses and doctors still considered the patient a viable candidate. However, upon release of the body for organ donation, the surgeons and nurses determined that the only donation that could be made was the patient¿s eyes because the patient¿s "entire abdominal cavity was abscessed and there was necrotic tissue around his heart" which rendered the patient unsuitable for organ donation due to possible contamination.

Manufacturer narrative:
Additional information: a correlation to the reported event of intracranial bleed and the device could not be determined through this evaluation. The lvad was not returned for evaluation as an autopsy was not performed. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
Additional information was provided stating that no autopsy was performed and therefore the pump will not be returned.